Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was capped and replaced due to sensing difficulty and unipolar impedances having become higher than the bipolar impedances. No patient complications have been reported as a result of this event.